Event description:
A patient reported blood glcuose results of "46mg/dl, 150mg/dl and 105 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.